Manufacturer narrative:
The target lesion was in the distal circumflex (cx) artery. The stent was unable to cross the proximal cx. The dislodged stent was deployed in proximal cx. Another stent was then deployed at the distal cx. The patient's health status is good. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the stent was not present on the balloon and did not return for analysis. The balloon folds remained intact. Crimp impressions were visible on the exposed balloon surface. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 90% stenosis located in the proximal circumflex (cx) artery. The device was inspected with no issues noted. Negative prep was performed without issue. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent was unable to cross the lesion and while attempting to remove the stent, the stent dislodged. The dislodged stent was then deployed in the patient. No patient injury was reported.